Event description:
It was reported via repair work order that the bed lift was not functional from the footboard due to limits needing calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.